Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that a leak was observed at the distal end of the tubing during an antibiotics infusion. The tubing was replaced and the remainder of the medication was infused without incident. Although requested, addition information was not provided.